Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a trident liner was reported. The event was confirmed. Medical records received and evaluation: review of the records indicated there is no evidence that the chronic trochanteric bursitis described in this case is related to factors of faulty prosthetic design, manufacturing, or materials. Device history review: the reported device was manufactured and accepted into final stock. Complaint history review: not performed as no device specific failure modes were reported. Conclusions: the root cause could not be determined as the devices were not returned for evaluation and limited medical information was provided. The reported event indicates the patient is experience pain at the surgical site. The pulmonary embolism, pneumonia, iron saturation drop, and bursitis are not device related and are considered patient related. Patient demographics, follow-up for the period of (B)(6)2009 to (B)(6) 2013, operative reports of the left greater trochanteric surgery, x-rays beyond (B)(6) 2009, and pathology reports of the tissues are needed. The following other hip devices were also listed in this report: the 6.5 cancellous bone screw 20mm; cat# 2030-6520-1 6.5; lot# mhkd3x , 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mhmp9w. Trident hemispherical cluster hole shell; cat# 502-11-52e; lot# 31680201. Accolade (127 deg) size 3.5 accolade (127 deg) size 3.5; cat# 6021-3535; lot# 30845102. V40 cocr lfit head 40mm/+0; cat# 6260-9-140; lot# mhn5hh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Maude report, mw5034073, reported: volun-(B)(6) 2014: difficult recovery from total hip replacement surgery (B)(6) 2009. Pulmonary embolism, pneumonia, iron saturation drop from 100% to 40%. After a year I was doing okay in (B)(6) 2011 experiencing pain at site, four cortisone shots did not help. Had surgery for bursar sac removal, now I am experiencing the same problems. Pain restricts my activities. No longer can attend aerobics or exercise classes. Do not have enough strength in left hip to climb stairs. Attempts cause pain also. Further surgery has not been ruled out, neither has the diagnosis of another bursar sac been ruled out. At last office visit with doctor, I was told many others have the same problem. First, what is the problem? My own conclusion is that as I have many allergies, I am allergic to the plastic or some other part of the components in my hip replacement. At this rate, each two or three years, I will have hip surgery and pain to look forward to. Have others made similar complaints about this medical device? Thank you. Twenty one months after hip replacement surgery (B)(6) 2011, I had surgery in the same place as I had very painful bursar sac removed. Entire original incision excised. Same problem now continues.

Event description:
Maude report, (B)(4), reported: volun-(B)(4)-2014: difficult recovery from total hip replacement surgery (B)(6) 2009. Pulmonary embolism, pneumonia, iron saturation drop from 100% to 40%. After a year I was doing okay in (B)(6) 2011 experiencing pain at site, four cortisone shots did not help. Had surgery for bursar sac removal, now I am experiencing the same problems. Pain restricts my activities. No longer can attend aerobics or exercise classes. Do not have enough strength in left hip to climb stairs. Attempts cause pain also. Further surgery has not been ruled out, neither has the diagnosis of another bursar sac been ruled out. At last office visit with doctor, I was told many others have the same problem. First, what is the problem? My own conclusion is that as I have many allergies, I am allergic to the plastic or some other part of the components in my hip replacement. At this rate, each two or three years, I will have hip surgery and pain to look forward to. Have others made similar complaints about this medical device? Thank you. Twenty one months after hip replacement surgery (B)(6) 2011, I had surgery in the same place as I had very painful bursar sac removed. Entire original incision excised. Same problem now continues.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 40 mm polyethylene liner. The following other hip devices were also listed in this report: unknown 3.5 cementless accolade hip stem; unknown 40 by standard length head; unknown 6.5 x 20 mm acetabular screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).